Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. All available information indicates that as of this time, the lead remains in service.

Event description:
It was reported that the patient with this lead had an infection with sepsis. Reportedly, the patient presented to the emergency department with abdominal pain radiating to the left side under ICD site, shortness of breath on exertion, hot flashes that come and go, and subjective fevers, chills, and nausea. All available information indicates that as of this time, the subcutaneous implantable cardioverter defibrillator (s-ICD) with the lead and leadless pacemaker remain in service. Additional information received indicates that the patient was given with intravenous antibiotics. No additional adverse patient effects were reported. The patient was admitted to the hospital. An x-ray confirmed the patient's lungs were clear and a covid test was negative. Blood work showed a high white blood cell count, low hemoglobin, high platelet count, high glucose, high protein, and low oxygen saturation. A renal ultrasound was normal; a CT scan of the patient's head showed no acute intracranial hemorrhage, mass effect, or evidence of acute vascular territorial infarction. The CT scan was likely performed due to the patient's fall in february, unrelated to this observation. Additional information from the hospital indicated this infection observation was resolved and the patient was discharged from the hospital six days later. The s-ICD system remains implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This report corrects the b5 describe event or problem field, as the event was documented incorrectly on the previous report.